Event description:
Reporter alleged discrepant back to back blood glucose values of 20 mg/dl at 7:08am compared to a reading of 93 mg/dl at 7:11am on the compact plus system. The location of the alleged testing was not provided. Customer stated taking normal oral medication dosage; however, no other actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.